Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated/confirmed the customer reported complaint. The maryland bipolar forceps instrument was found to have charring and localized melting at the grip base between the grips likely due to insulation degradation and carbonized tissue creating a conductive pathway. The instrument passed the electrical continuity test. No non-conformances were identified. Additionally, an image of the instrument was submitted by the reporter to isi for review. A review of the image was performed by an isi failure analysis engineer (fae). The following additional information was provided: the image of the maryland bipolar forceps instrument identifies thermal damage at the base of the grips. This is likely due to a monopolar energy from a separate instrument being activated nearby the instrument grips which is indicative of instrument mishandling and misuse.

Event description:
It was reported that during central processing, the customer conducted an inspection and observed melting at the base area of the maryland bipolar forceps instrument. No allegation of unintended energy discharge and no known impact or patient consequence from previous usages reported. No patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: no issue related to unintended energy discharge or arcing on the last known instrument usage confirmed. No known non-conformance or instrument collision was observed during the last usage during a procedure.